Manufacturer narrative:
(B)(4). Batch # r57143. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify what was meant by ¿device broke¿? What portion of the device was broken (closing trigger, firing trigger, etc.)? I (sales rep) spoke with doctor yesterday and he stated that the first fire occurred without incident, but when beginning the second load, it just would not lock down to staple. It would not lock, advance, cut of staple. The jaw would move, but would not activate to being the staple/cut process.

Event description:
It was reported that during a laparoscopic appendectomy, the stapler fired twice and, after the second firing, the device broke. A second like device was used to complete the procedure. There were no patient consequences reported.